Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. On (B)(6) 2010 she had uphold and pinnacle implanted during a surgical procedure. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it has been reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with mesh explants due to sui. It was reported that following insertion the patient experienced urinary and bowel problems.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.